Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer ran a control test on the contour next one meter and obtained a reading of 198 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, three additional control tests were run and all readings were properly marked as control readings. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the contour next one meter, contour next test strips and contour next control solution (lot # 7bv2g16). The returned control solution expired in jun-2019. Despite being expired, an in-house testing was performed using the returned meter with returned and inhouse test strips and returned control solution, which gave satisfactory performance. All readings were properly marked as control.